Event description:
It was reported that during the implant procedure the physician used extreme use of electrocautery. The device exhibited a premature elective replacement indicator trip. After a software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.